Manufacturer narrative:
The issue was found during testing which is outside clinical use and presents no direct patient harm. Based on this information, this does not meet the reportability criteria. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. It was confirmed that it was traced to a faulty data acquisition board. No repairs were completed by the pse as the customer declined service and repair. The customer repaired this issue himself and the device successfully passed performance specification testing after the repair was completed. The device is back in service.

Manufacturer narrative:
(B)(6) 2021. Reporting address line 1 - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is displaying error message ¿1007¿ (post) vent-inop: machine and proximal pressure sensors failed. The customer reported there was no patient involvement at the time the issue was discovered.